Event description:
Hoyer lift sling failed at two points. The foot end sling connectors (2) snapped from sling lift sheet while resident was being transferred to wheelchair. Vendor: (B)(4). Dates of use: (B)(6) 2014. Diagnosis or reason for use: traumatic subarachnoid hemorrhage, right hemiparesis. Event abated after use: yes. Same event as mw5042853.